Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap lobectomy procedure, a new cartridge could not be loaded into the device after the 1st firing. The cartridge was blue. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device after the operation, the cartridge pan of the 1st cartridge was left on the cartridge jaw.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one sc60a device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).